Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2014 with the following findings: a review of the black box revealed a call service alarm related to a motor rewind tolerance issue on the event date. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and a defect was found in the mechanical assembly. Unrelated to the complaint, the display screen appeared dim with discolored text.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the piston in the cartridge compartment did not move during the rewind step; however, the pump displayed that it rewound to 245 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.